Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR contact first and last name, MFR email address upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection identified the tip of the fiber showed it had been clipped. The fiber connector did not exhibit any defects. Visual analysis identified a fiber body break at the fiber tip; therefore, the reported black spots clinical observation cannot be confirmed. It is probable that procedural handling of the device during set-up, use, or reprocessing may have contributed to the fiber break. According to the device instructions for use (IFU), the user should inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, the fiber should not be used. Based on the information available and analysis results, the investigation conclusion assigned to this event is cause traced to component failure because the event was an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that there were five reusable fibers that had black spots appeared at the fiber tip. All five fibers had been used less than five times. The black spots were observed on all five fibers both before and after the procedure. The procedure was completed using a sixth fiber without any patient complications. The second fiber was returned for analysis. Analysis of the second fiber identified a break in the fiber body below the fiber tip. This report is for the second fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection identified the tip of the fiber showed it had been clipped. The fiber connector did not exhibit any defects. Visual analysis identified a fiber body break at the fiber tip; therefore, the reported black spots clinical observation cannot be confirmed. It is probable that procedural handling of the device during set-up, use, or reprocessing may have contributed to the fiber break. According to the device instructions for use (IFU), the user should inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, the fiber should not be used. Based on the information available and analysis results, the investigation conclusion assigned to this event is cause traced to component failure because the event was an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that there were five reusable fibers that had black spots appeared at the fiber tip. All five fibers had been used less than five times. The black spots were observed on all five fibers both before and after the procedure. The procedure was completed using a sixth fiber without any patient complications. The second fiber was returned for analysis. Analysis of the second fiber identified a break in the fiber body below the fiber tip. This report is for the second fiber.